Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) fixation was attempted but due to undersensing, high capture thresholds, and poor commanded electrograms (cegms) the physician elected to reposition. After mapping other locations, it was noted the helix was sprung. The physician elected to complete the procedure with a different rvlp. The patient was stable following the procedure.